Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent excision of eroded tot tape on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy. It was reported that patient underwent incisional hernia repair with parietex optimized composite mesh on (B)(6) 2012 for presence of an incisional hernia and takedown of adhesions. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that patient underwent lysis of adhesions, salpingolysis/ovariolysis, enterolysis and left- sided ureterolysis with dissection to the bladder on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.